Event description:
It was reported by service report that there is fluid intrusion in the button assembly of the cot. It cannot be determined what type of fluid has intruded into the button assembly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fluid intrusion in the button assembly. Unable to determine the type of fluid involved in the alleged incident.